Event description:
Manifold was prepared in the usual fashion, connections checked and contrast was primed. After tig catheter insertion, manifold was connected by md and flushed. Two pictures were taken and on the third picture it was noted that there was air emboli in the circumflex.. The patient rapidly decompensated angiodynamics supplies the manifold to cardinal for assembly, and then re-packed in the information provided. Angiodynamics information is lot 4924376 with catalog number 651800217 with expiration date of 05/01/2018.